Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the main printed circuit board assembly (pcba) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported device was showing circuit disconnect, low peak inspiratory pressure (pip), transducer (xdcr) fault alarms continuously issues on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.